Event description:
Procedure type: cosmetic (lower body lift-back). According to the reporter: two months post-operatively patient came in with an opening in the center of incision. An incision wound washout was performed and patient may go back to the o.r. For scar revision surgery. Allegedly, there was tissue damage and/or patient injury and/or infection.

Manufacturer narrative:
(B) (4). (B) (4).